Event description:
The doctor was performing a breast biopsy and placed the marker, and as the doctor was removing the introducer, he thought the marker got caught in the cannula of the probe. The doctor introduced another marker into the breast and deployed the marker successfully. The first marker was visualized on post op images. One device was returned for analysis.